Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill notifications after loading a cartridge filled with 250 units of insulin. Customer's blood glucose level was 484 mg/dl. During a follow-up, it was reported that the customer successfully loaded a new cartridge onto the pump.